Manufacturer narrative:
The patient reports via social media that her foot is much worse after having minibunion surgery in (B)(6) 2021. The patient reported that a second opinion is that the original surgery was an overcorrection. The surgeon did not provide additional information related to the original surgery.

Event description:
The patient reports via social media that her foot is much worse after having minibunion surgery in (B)(6) 2021. The patient reported that a second opinion is that the original surgery was an overcorrection. The surgeon did not provide additional information related to the original surgery.